Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the parent reported the cgm values were inaccurate. This is the report for this event. The patient woke up and her ¿sugar¿ was approximately 330 mg/dl. It was not specified if this referred to the bg or cgm value. The patient self-treated with an insulin correction dose via her omnipod pump. She had been to the emergency room (ER) earlier in the week for flu symptoms, and when the symptoms did not improve (vomiting, diarrhea, headache, lightheadedness) her parent took her back to the ER on (B)(6) 2023. She was diagnosed with a viral illness. She was treated with insulin and IV fluids for several hours, and after treatment the bg value was 277 mg/dl but the cgm value was 338 mg/dl. The ER medical doctor thought the sensor had been inaccurate for the previous 10-day period which included the ER visit on (B)(6) 2023. She was discharged home later the same day with instructions to use a glucometer if symptoms did not match readings. The patient used an omnipod insulin pump, monitored cgm values on her phone, and had a glucometer at home. Of note, on a phone call with technical support 09/07/2023 the parent reported that according to the doctor at an ER visit on (B)(6) 2023, the cgm had been inaccurate during the previous 10-day period. The patient experienced 3 sensor inaccuracies during the ten-day period. At the time of the report, the patient was stable and recovering from the flu at home. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.